Manufacturer narrative:
B2: other - revision surgery in plan to retrieve the reported prestige disc. D6a: date of implant - (B)(6) 2010 (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from consumer via manufacturer representative regarding an event happened during post-of the reported product. It was reported that, patient had surgery in (B)(6) 2010 laminectomy and were fused same level as where prestige is but posterior, this procedure didn't help. Patient states they have ¿military neck¿, and head is falling forward. Patient has lost feeling in all fingers since end of 2020. Also, one of the screws in the system is coming loose but the implant is still stable. A new neurosurgeon is tentatively planning to explant the disc and implant a cage. Patient is not sure if the issues they are experiencing are due to the implant or the fusion. No further complications reported.